Manufacturer narrative:
This report is being submitted to represent the contact lens power of -3.50. The lot number was not provided and the complaint sample was not made available for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
This report is being submitted to represent the contact lens power of -3.50. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported on (B)(6) 2017 by the eye care professional (ecp) via telephone that three patients were diagnosed with corneal ulcer in both eyes (ou). At the time of the report, patient eye status is unknown. Additional information was requested but not yet received.